Event description:
A customer reported via phone call indicating that they were hospitalized for a high blood glucose levels. The customer's blood glucose value was not recorded at the time of the phone call. The customer was offered assistance with trouble shooting and programing their insulin pump, but the customer stated that they would rather have their health care provider help them with the issue. It is unknown what may have caused the customer's blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Additional information has been received, which was not included with the initial medwatch report. The information has been provided with this report. The insulin pump passed volume accuracy test.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, and occlusion, prime, excessive no delivery and displacement tests. The insulin pump was also received with broken reservoir tube lip and minor scratched lcd window.